Event description:
Patient has a home inr monitor through alere. I believe it is the coagusense meter. The meter readings have been running high when compared to reading from the lab. This can change the course of action regarding the warfarin dose. Lot number of the test strips: 38123722 (B)(6) 2019 and (B)(6) 2016 lot number of the test strips: 37839721. The patient states that he did contact the alere company regarding the issue. FDA safety report ID # (B)(4).